Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported that the patient's pump went dry 'like 5 years ago' and the patient 'went really bad' and had withdrawals. Currently, they were trying to find a new healthcare provider in the area that would fill the pump with saline as their pump was going to run dry on (B)(6) 2025, but they had not been able to find anyone yet. Agent emailed physician listings.